Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Multiple follow up attempts to obtain the device have been completed. Should the device is returned for evaluation, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through follow up, edwards received information that final report on the explanted valve indicated that on the external surface of the valve leaflets, there were multiple raised tan-yellow focally calcified lesions measuring in size varying from 0.3cm to 0.9cm in greatest dimension. The primary reason for explant was structural valve deterioration related to calcification. A replacement 23mm non-edwards valve was implanted.

Manufacturer narrative:
(B)(4). The device has not been returned to edwards for evaluation. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Follow up attempts to obtain more information and device return are in progress. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Without the return of the device or additional information, edwards is unable to investigate root cause for the reported event. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 21mm bioprosthetic aortic valve, implanted for approximately seven (7) years and eleven (11) months, was explanted due to aortic stenosis and regurgitation.